Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the pump was exposed to magnets. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was "high", specific value was not provided. Customer administered a correction bolus via the pump and a manual injection of insulin to address the high bg.